Event description:
In 4/2004, the pt reportedly was seen at the center for eval. Testing performed confirmed out of range impedance measurements for several electrodes. A co rep recommended a CT scan to confirm proper electrode placement inside the cochlea. In 5/2004, the co was notified about the CT scan results. The surgeon stated that the pt's cii device and electrode array had migrated.